Manufacturer narrative:
The log file of the affected device was made available and was analyzed for the investigation. Based on the log file analysis it could be confirmed that the device performed a restart due to a worn-out internal battery. Other than the reported date of event, the restart was performed on the 28th of april 2025. According to the log file, the device indicated a worn-out battery multiple times. Based on the investigation results, the internal battery must be replaced. In addition, it was recommended to check the charging functionality of the power supply unit. The internal battery is a maintenance part and has to be replaced every 2 years. Before every use of the ventilator, the internal battery has to be checked according to the instructions for use. If the internal battery is completely depleted, high ohmic and/or overaged and have no remaining capacity, the device restarts as a result of the internal battery test procedure. Such a restart lasts max. 12 seconds, and the device immediately resumes the ventilation with the previous ventilation parameters afterwards. There is no user interaction necessary in order to resume the ventilation. The restart is indicated by the device by posting a device error of high priority. In case a ventilation is active at the time of restart, the pneumatic system will open which reduces airway pressure to ambient pressure and spontaneous breathing would be possible for the patient. In the current event, the device reacted as specified. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device suddenly shut down on the patient, and the internal backup battery did not function. There were no patient health consequences reported.